Event description:
The customer stated that she was hospitalized for high blood glucose levels. Found that the customer did not give a manual injection prior to the event. The customer only relied on the insulin pump. The customer also stated that she changes the infusion sets every three to four days. Troubleshooting was performed, and the insulin pump passed the prime test. The customer didn't have the tubing clamp for the high pressure test. Advised the customer to change the infusion sets every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.